Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).

Event description:
It was reported that there was an issue with drawing back or withdrawing from the catheter. It was noted that during a dye study, the healthcare provider (hcp) was unable to aspirate, and "otherwise the dye study was fine" and the hcp was able to push dye through. The drug in the pump system was not specified. It was later reported that the reported information came from general, informal comments made; and there were no specific patient details given. Additional information has been requested, but was not available as of the date of this report.